Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucsoe. No additional patient or event information was provided.

Manufacturer narrative:
H6: removed 3221 and 67g4. H6: removed 3221 and 67.